Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the rep said he met with the patient yesterday and he noted that electrodes 5 <(>&<)> 7 were greater than 40k ohms, the rest of the electrode impedances were high 20000 to 3000 ohms. The patient has been having difficultly feeling stimulation since last month. The patient was programmed on 6<(>&<)>6 bipole, and rep changed the programming to 4 <(>&<)> 6; patient felt stimulation before rep left, but patient didn't feel stimulation later despite increasing stimulation level. Rep said the patient observed out of regulation (oor) last night. The rep said patient will be monitored and if they still doesn't have pain relief then the plan is to have a revision. No further information was reported.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that over the past week therapy change and increase pain. The caller reported seeing >10,000 ohms on 4 contacts. Out of regulation (oor) was reported to been seen on the patient programmer. The patient did not report anything out of the ordinary occurred this week that could have prompted this issue. Impedance testing showed: contacts 2, 3, 4 were >40,000 ohms. For the normal contacts, contact 1 and contact 2, impedances varied from 1500-3300 ohms. The rep was going to try reprogramming patient. It was reviewed that if they are able to reprogram, to ensure patient lets them know if therapy changes of pain comes back and then to check impedances again to make sure the high impedances are impacting other electrodes. No further complications were reported. No additional patient symptoms were reported.